Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion and fold creases. Leak test and microscopic analysis was performed which identified a sharp crease opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp crease opening on anterior assessed as fold flaw opening.